Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a recurring power error. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarm and was able to complete insulin pump rewind. The customer was assisted with troubleshooting. Notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 found in history file due to j6 connector resistance issue.